Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. A product sample was not returned therefore, the reported event cannot be confirmed. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experienced glare by the refractive error. The intraocular lens (iol) was exchanged. Further information has not been received

Manufacturer narrative:
New information has been provide in d.10, h.3, h.6, h.10. The lens was returned wrapped in surgical gauze. Solution was dried on the lens. One haptic is broken in the gusset area (not returned). The lens was cleaned for further evaluation. No optic damage observed. The lens resolution was checked. The optical resolution is acceptable. The product investigation could not identify a root cause for the reported glare. Information indicated the issue was due to a refractive error. The replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).